Manufacturer narrative:
Upon receipt at post market quality assurance laboratories, this device was thoroughly inspected and analyzed. Testing completed on the device found no failing conditions, and proper operation of the pacing, sensing, and shocking functions of the device were confirmed. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications. No problem was detected for this device that would support the allegations.

Event description:
It was reported that a review of this data of this cardiac resynchronization therapy defibrillator (crt-d) was requested of technical services (ts) due to concerns about inappropriate therapy being delivered to the patient. A review of the data revealed two instances of shocks as well as episodes of anti-tachycardia pacing (atp) that appeared to be the result of paroxysmal atrial tachycardia. Results were reviewed with the health care provider. This device was voluntarily explanted and replaced several days later due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that a review of this data of this cardiac resynchronization therapy defibrillator (crt-d) was requested of technical services (ts) due to concerns about inappropriate therapy being delivered to the patient. A review of the data revealed two instances of shocks as well as episodes of anti-tachycardia pacing (atp) that appeared to be the result of paroxysmal atrial tachycardia. Results were reviewed with the health care provider. This device was voluntarily explanted and replaced several days later due to normal battery depletion. No additional adverse patient effects were reported.